Event description:
It was reported that the customer received several pump error 41 alarms. The motor power supply voltage error detected. He/she was no longer using the insulin pump. He/she also received a pump error 23 alarm, a post-reset alarm. The customer's blood glucose level was 167 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.